Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/10/2015 with the following findings: a review of the pump¿s black box data showed ¿pump not primed" warnings with non-zero low force. During testing, the pump successfully completed the rewind, load cartridge, and prime steps with no alarms or warnings. The pump exercised for 24 hours with no loss of primes occurring. The force sensor calibration was found to be within specification. The pump was opened and no damage was found to the force sensor circuit. The pump performed within required specifications. The loss of prime issue was not duplicated during investigation.